Event description:
It was reported that the coating detached. A 135/10 kit renegade hi flo catheter-infusion was selected for treatment. During preparation, it was found that the blue coating was fractured when the microcatheter was pulled out. Due to this, the guidewire in the microcatheter was messy and stretched. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis and results revealed a fractured/stretched shaft located at 5.5 cm to 81.5 cm from the hub. A media was returned in the form of a photo and video which confirmed the fracture and stretch.

Event description:
It was reported that the coating detached. A 135/10 kit renegade hi flo catheter-infusion was selected for treatment. During preparation, it was found that the blue coating was fractured when the microcatheter was pulled out. Due to this, the guidewire in the microcatheter was messy and stretched. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.